Event description:
It was reported that the pt states that her hip hurts down the inside of the right leg. She has always had pain since the surgery. The pain has intensified over time and is now constant and severe. She receives treatment at a pain management clinic a few times a week. The pt takes pain medication twice daily to lessen the pain. The pt was last examined by her surgeon in (B)(6) 2011.

Manufacturer narrative:
Catalog numbers and lot codes of other device listed in this report: cat #2043c-3250, lot # 33378601, description: crossfire) deg insert. Cat #6260-9-332, lot # 33054702, description: 32mm +8 lfit v40 head. Cat # 2051-2050, lot # mjj68y, description: secur-fit ha psl cup/clustr shell 50mm. Cat #2020-6525-1, lot # mhk736, description: 6.5 bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt¿s experience. A supplemental report will be submitted upon completion of the investigation.